Event description:
It was reported that during set-up for use with a patient, the pump alarmed as intended when the device was in use. No patient was involved. The alarm notified that caregiver that an action was required to maintain appropriate infusion as programmed. No further details about the event are available.